Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. Subsequent measurements were within normal limits. Boston scientific technical services (ts) discussed the potential of electromagnetic interference (emi). No adverse patient effects were reported. This product remains implanted and in service.